Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported that during the spaceoar vue placement procedure, the kit clogged in the y connector. The procedure was aborted, and the patient was under general anesthesia. Fortunately, no patient complications were reported as a result of this event.